Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the exact cause of the event couldn¿t be exclusively identified. However, based on the investigation photos and the past investigation results, the error and the probe broken likely occurred due to contact with a surgical instrument or the non-insulated area of grasping section. This issue is addressed in the instructions for use (IFU): "·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply lighttension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Surgeon came to the hospital familiar with the device. Olympus territory manager has worked with the surgeon and been present for many of her cases. What tips and techniques were shared with the facility are not known, but the olympus representative did trials with the facility when they started using the thunderbeat devices last year. Pre-existing medical conditions of the patient are unknown. The event occurred at the beginning of the procedure, settings and what the doctor was performing at that time is not known. It is not known if there were any anomalies noted at inspection, and if the connection points to the generator inspected. There was no cable damage, but a second cable was used. The transducer cords or the cords of any other medical device were not bundled.

Manufacturer narrative:
Additional information is not yet available for this event. The device is returned and an evaluation completed for it. The manufacture date is not available. The device was attached to the usg-400/esg-400 and a probe check was performed, and the device failed the probe check; error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device and found some tissue build up. The ptfe pad (teflon pad) was inspected and found it is in good condition. The distal end of the device was inspected under a microscope and found the probe was detached. A measurement 16mm of the probe was detached and the missing portion was returned along with the device. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device received an unknown error during a therapeutic laparoscopic hysterectomy. The device was replaced with another similar device which also failed with an unknown part (tip) breaking off. The procedure was completed with a third device. The device was returned and upon evaluation and inspection it was found that the probe of the device was broken off. There is no reported harm or adverse impact to the patient. This medwatch is being submitted for the reportable malfunction of the broken off probe.